Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic bilateral inguinal hernia repair, the doctor slightly adjusted the curvature of the suture needle. After inserting the needle into the trocar with an endoscopic needle holder, it was found that the needle was missing and only the suture was left. The needle was found at the operator¿s footrest. Another device was used to complete the case. There was no patient injury.